Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: aw channel cfu: unknown bacterial identification:staphylococcus pasteuri staphylococcus epidermidis sampling from: forceps channel cfu: unknown bacterial identification: staphylococcus lugdunensis after review of the customer provide facility cleaning disinfection and sanitization (cds) practices, no obvious deviations from the IFU were found. The device was evaluated and minor/non-reportable device damage, channel scratches, kink, discoloration, and adhesive deuteriation, including pinholes, cracking and peeling were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing and growth of microorganisms were confirmed when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair. There is a possibility that reprocessing was insufficient due to physical damage to the device, however, it is a likely that reprocessing was insufficient due to device leakage. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope returned from service after a positive culture. Re-cleaned, reprocessed, re-cultured, and growing staph aureus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.